Event description:
Placed 11/2/96. On 12/2/96, during infusion of chemo. They were unable to aspirate. Xray done showed a loop in line near clavicle. The port was repositioned and they can infuse but are still having a hard time aspirating. There was infusion of chemotherapy into the pericardial sac.